Event description:
Boston scientific received information that the latitude system detected a yellow alert from this lead due to high pacing impedance measurements the physician was not happy that our system does not display the actual value. Further review showed that the last reported value from two weeks prior was 405 ohms. Additional information was received confirming subsequent measurements were greater than 2500 ohms. A revision procedure will not be performed due to the patient status of being in hospice care. No adverse patient effects have been reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.